Manufacturer narrative:
Product complaint # (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a posterior spinal fusion at t10-l4 treating l1 chance fracture (dish) on (B)(6) 2021. Two events were involved with this case. First, the screw¿s tab at t11 broke off. Next, the screw at t10 was not able to be deployed at first, but he finally managed to tighten it. The procedure was delayed for 40 minutes. No further information is available. This report is 1 of 1 for (B)(4).